Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was deployed with a maximum pressure of 20 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a perforated location in the right coronary artery. It was noted this was a st-elevation myocardial infarction (stemi) patient with severe three vessel disease. A perforation to right coronary artery occurred while ballooning vessel. A 4.00x16 graftmaster was inserted, inflated to 20 atmospheres (atms) and implanted. However, the perforation was unable to be sealed. The patient then passed away, but the physician stated the implanted graftmaster did not cause or contribute to the patient death. There as no clinically significant delay in the procedure. No additional information was provided.